Event description:
Caller reported experiencing cartridge alarm 20 multiple times, beginning on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the customer's pump, which was confirmed to be under warranty, with a new pump featuring updated software. Customer was instructed to use the current pump as backup therapy until the replacement arrived and was advised on procedural steps to follow upon receipt, including storage mode activation and return of the problematic pump to tandem. Replacement pump was shipped without requiring a delivery signature.